Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint code are: rupture: observed an opening device assessed as fold flaw opening. Migration: unable to observe this condition. Capsular contracture: unable to observe as it is not related to the manufacturing process. Calcification: not observed.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.